Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted as was the helix. It was also noted, on visual inspection that there was deformation of the proximal section of the inner coil.

Event description:
It was reported during the implant procedure that the helix screw would not deploy after 25 turns at implant attempt. The lead was not implanted and there were no patient complications reported as a result of this issue.